Manufacturer narrative:
All available information was investigated, and the reported frayed lock line was confirmed via returned device analysis. Additionally, the lock line was observed to be slightly deformed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported frayed and deformed lock line was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation with a grade of 4 and a restricted posterior leaflet. A mitraclip xtw was inserted placed on mitral valve without issues. However, during removal of the lock line, one end was observed to be frayed. The ll was removed without further issues. The procedure was completed with one clip implanted, reducing the mr to trace. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na